Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Manufactured date: 22-mar-2019.

Event description:
On 10/2/2023 it was reported by a sales representative, via sems-06046725, that an ar-300b burr attachment was wobbling when in the locked position and it appears that the hole the burr is inserted into has been warped when looking at other burr attachments. The case was completed successfully with no further information. This was discovered during a mis bunion procedure on (B)(6) 2023 with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.